Event description:
An optometrist reported eleven months following lasik treatment, a pt reported blur and halos in the central vision of her right eye for one week. The pt was referred for a retinal consult for probable central serous chorioretinopathy (cscr). In a follow up with the optometrist, he indicated that in his opinion, the excimer laser did not cause the event.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).